Manufacturer narrative:
(B)(4). Concomitant medical products: kne-vanguard ssk-bearings-unk; p/n: unk, l/n: unk. Kne-vanguard ssk-femorals-unk; p/n: unk, l/n: unk. Kne-vanguard ssk-tibial trays-unk; p/n: unk, l/n: unk. Kne-vanguard ssk-patellas-unk; p/n: unk, l/n: unk. Bcm-cobalt-antibiotic-unk; p/n: unk, l/n: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. 0001825034-2020-00692, 0001825034-2020-00694. Product location is unknown.

Event description:
It was reported that the patient underwent a revision procedure due to a metal allergy and tibial loosening. No additional patient consequences were reported.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.